Event description:
Reporter indicated that a vns patient's routine diagnostic testing resulted in high lead impedance. Trauma and manipulation are not believed to be factors. The patient reported no adverse events. X-rays were performed and sent to the manufacturer for review. No obvious cause for the high lead impedance could be determined. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized, device failure is suspected, but did not cause or contribute to a death or serious injury.